Event description:
The customer reported that there has been an incident of infant heel warmer bursting during activation. They have identified that the affected heel warmer was lot number v2c235d. They are removing additional product with this lot number from their inventory. No patient demographics or other information provided.

Manufacturer narrative:
The device history review(DHR) was completed on the reported lot number, v2c235. The lot was found to have been manufactured on 3/23/22 and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for investigation; therefore, the root cause could not be determined. Cardinal health will continue to monitor complaint trends.